Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~ 1.3 y. The acetabular shell, acetabular liner and femoral head components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding shell loosening involving a tritanium hemi cluster hole shell was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~ 1.3 y. The acetabular shell, acetabular liner and femoral head components were revised.